Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing sludge and particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam alleging particles in the device. The manufacturer has received the additional information alleging nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. Section g3,h6 has been updated / corrected.